Event description:
It was reported that the customer had infusion set problems and had been trying to connect but cannot get the tubing to fill up and see the drops come out. Customer's blood glucose level was 117 mg/dl. Customer stated that he was in the hospital for a month. Customer was transferred to the help line for assistance. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.